Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-45 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the patient's right atrial and right ventricular leads broke. The patient lived with their junctional escape rhythm for approximately two years. The leads were capped and replaced. Approximately two years later the leads were removed from the patient. No patient complications have been reported as a result of this event.